Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the bed has a bed end with a leg that is split.